Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using the device, they could not maintain pneumoperitoneum. Pneumo leakage could be heard when instruments were introduced and removed through the trocar. The trocar was in the patient for 20 minutes, difficulty maintaining pneumo continued. Decision was made to replace the trocar with the older version to complete the procedure. There was no patient impact. The trocar was discarded.